Event description:
The account generated false positive architect stat troponin-I results on 2 patients that repeated negative. The account uses a troponin cutoff of 0.04 ng/ml. Patient 1 is an (B)(6) year old female with severe shortness of breath the last 5 days, cough and no chest pain. Patient 1 tested architect stat troponin-I positive of 2.49 ng/ml ((B)(6) 2014 at 1400 hour). A new specimen was drawn with negative architect stat troponin-I of <0.03 ng/ml ((B)(6) 2014 at 1952 hour). Initial specimen was repeated with negative architect stat troponin-I of <0.03 ng/ml. The next day, the patient tested negative architect stat troponin-I of <0.03 ng/ml ((B)(6) 2014 at 0655 hour). Patient 2 tested positive architect stat troponin-I of 0.23 ng/ml that repeated negative at 0.02 ng/ml. No specific patient information was provided for patient 2. No impact to patient management was reported for either patient.

Manufacturer narrative:
A review of ticket trending data did not identify an increase in complaint activity related to the complaint issue. However, an increase in complaint activity was identified for lot 89000un13. Accuracy testing was completed using retained kits of reagent lot 89000un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot perform per specification. No malfunction was identified since the issue involves a discreet sample and per the complaint text particulate was observed in the sample tube, indicating a sample integrity issue. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin-I package insert provides conditions that may cause erroneous results. No additional issues were identified.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Catalog # is updated from 02k41-38 on initial report to 02k41-37. An evaluation is in progress. A followup report will be submitted when the evaluation is complete. An evaluation is in progress.